Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy the stapler jaws wouldn¿t open. No patient harm or injury was reported. The root cause of this issue is unknown. A backup stapler was used to complete the procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint of the jaws not opening. A new reload was installed, the stapler was placed on the system, and passed initialization. Clamp, fire, and unclamp function performed successfully. There was no problem detected with the instrument. A review of site error logs showed that the stapler reload was clamped completely using system (B)(4) on (B)(6) 2022 and removed the stapler without unclamping. Because of this, the stapler is in a clamped state and cannot open up the grip housing while outside the system arm. This is an expected condition. No video/images were provided by the customer for review. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp during use. Medical intervention may be required in the event that a stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. It is also unknown if the stapler was clamped on tissue when the error occurred. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.